Event description:
Event was reported to (B)(4) by an attorney. Legal complaint states that the patient has experienced vaginal pain, painful intercourse, mesh erosion, and incontinence. No further information has been provided.